Event description:
The plaintiff alleges that while working as a nurse aide the plaintiff wore and was continuously exposed to antigenic natural latex proteins in latex gloves. The plaintiff alleges that in 1998, following a rast test, the plaintiff was diagnosed as being allergic to latex. The plaintiff further alleges that plaintiff is now subject to increased health risks, and an increased risk of anaphylactic reactions to latex products. Furthermore, the plaintiff alleges that plaintiff has suffered substantial injury, pain and suffering, and economic loss. The plaintiff alleges that plaintiff has become ill and disabled, has been and will in the future be prevented from transacting business and obtain a job for which the plaintiff is qualified by training and experience, and which has rendered the plaintiff disabled and has caused the plaintiff great pain of body and mind. Finally the plaintiff alleges past and future medical expenses and lost wages.